Event description:
It was reported a cardiac perforation with tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. The patient anatomy was noted to be complex, classified as a short inferior margin chicken wing type, with a deep base and shallow depth. A watchman truseal access system (was) and a 33mm watchman laa closure device & delivery system (wds) was selected for use. During deployment of the closure device, the anchor was noted to have pierced the left atrial appendage, causing cardiac tamponade and a drop in blood pressure. To ensure the patient safety, the procedure was terminated and the patient was sent to cardiovascular surgery.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.